Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he inserted a new set last night and woke up with a blood glucose reading of 400 mg/dl. Customer has no more supplies but their supplies will be there tomorrow. Customer stated that his blood glucose was normal before he change the infusion set. Customer went bed and his blood glucose was over 200 mg/dl. Customer was told by a nurse to not do any corrections unless his blood glucose was over 250 mg/dl. Customer treated with a bolus. Customer had ketones and felt okay to troubleshoot. Customer stated that the insulin did exit during manual prime. Customer's blood glucose was decreased with the last bolus. Customer was advised that the pump seems to be programmed properly. Customer was advised to change the entire set but since he does not have any more supplies, customer will closely monitor his blood glucose levels.